Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window, end cap sticker and address/serial label missing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.